Event description:
The customer entered the hospital due to blood glucose results received from the freestyle meter. Customer had been basing their insulin dosage off the meter readings resulting in their blood glucose going low, which leads the customer to believe the freestyle readings were inaccurately high. Customer was treated intravenously (drug type not stated) at the hospital.